Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator had a key failure. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and the reported condition was verified. The front bezel assembly was replaced.